Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: "seroma" as reported by the patient; "preventative replacement" as reported by the explanting physician. Additional, changed, and/or corrected data: a6, b3, b5, d1, d2a, d2b, d4, g2, g4, h4, h6, h11.

Event description:
Patient reported seroma. Later healthcare professional indicated the reason for removal as "preventative replacement". This record is for the right side. The device was explanted.

Event description:
Patient reported seroma. This record is for an unknown side. The device was explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported seroma. Later healthcare professional indicated the reason for removal as "preventative replacement". This record is for the right side. The device was explanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, wear abrasion and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d3, d9, g1, h3, h6.